Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8703w lot# l57744 serial# implanted: 1999 (B)(6) explanted: 2016 (B)(6). Product type catheter product ID 8780 lot# n631049003 serial# (B)(4). Implanted: 2016 (B)(6). Explanted: product type catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient almost died due to the catheter being left in the body during a pump replacement surgery on 2016( B)(6) and the patient developed spinal meningitis afterwards. The patient had 4 surgeries to remove all parts of the pump system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l57744, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter (B)(4), product ID: 8780, lot# n631049003, (B)(4), implanted: (B)(6) 2016, product type: catheter ,(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2018-may-23 indicated the patient suffered from a severe post-operative infection which resulted in multiple hospitalizations for sepsis and abscess, removal of the newly implanted pump and lethargy impatient rehabilitation. It was noted that the manufacturer had violation which caused the defects and malfunctions in the patient's synchromed ii device, which caused the patient's injuries and damages alleged. It was noted the patient suffered and will continue to suffer damages, including lost wages and benefits, diminished wages and future earnings, mental anxiety and anguish, loss of self-esteem, and medical bills. It was noted that the patient used their device for its intended purpose, which was intrathecal delivery for opioid medication for pain/ used it as intended. The synchromed ii device implanted in the patient's abdomen failed and required revision and removal surgeries. The patient suffered an injury due to their non-conforming, adulterated, and defective synchromed ii device. It was noted that the patient's device was manufactured out of specification, was non-conforming, adulterated, and had the propensity for failure and malfunction and did fail and malfunction. The patient's non-conforming device failed to deliver medication into the patient's intrathecal space at the programmed rate, causing severe pain and suffering which continues through present day and will continue into the future, a surgery to explant their defective device, extensive hospitalization and medical procedures, and other damages. There was problems and defects associated with the patient's device. It was noted to be manufactured out of specification and was misbranded and adulterated. It was noted the device implanted in the patient failed to perform its essential purpose, which was to deliver programmed pain medication into their intrathecal space/failed to deliver medication to the patient according to the programmed rate. It was noted to be used for the patient's muscle spasticity. The device failed to perform as represented and, in fact, was unsafe. No further complications were reported/anticipated.